Event description:
On (B)(6) 2022, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A trunk-ipsilateral leg component was implanted on the left side and a contralateral limb was implanted on the right without any reported complications. The patient tolerated the procedure. On (B)(6) 2022, a follow-up angiograph reportedly revealed that the ipsilateral limb on the left side was occluded from the flow divider down to the left iliac artery bifurcation. Additionally, a computed tomography scan reportedly showed two narrow sections of the device which seemed to be slightly compressed. The patient did not have any notable anatomical issues, and the cause of the alleged device compression was unknown. The physician commented that the device compression may have been a contributing factor in the occlusion. On the same day, a thrombectomy was performed using a fogarty catheter. Then, three stents were implanted in the left limb from the flow divider to the external iliac artery. According to the report, the left internal iliac artery was occluded due to thrombus scattered by the thrombectomy. No additional treatment was performed to treat the internal iliac artery occlusion. The procedure was concluded, and the physician will continue to monitor the patient.

Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, occlusion of device or native vessel.¿